Event description:
In 2007, it was reported to boston scientific corporation that an ultratome xl sphincterotome was used in an endoscopic retrograde cholangiopancreatography procedure (pt gender, age, and weight unk). According to the complainant, when the device was introduced into the papilla, then bowed, the cutting wire "snapped." Reportedly, the physician removed the device and successfully completed the procedure with a second ultratome xl sphincterotome device. No pt complications were reported as a result of the broken cutting wire.

Manufacturer narrative:
The device has been received, but the evaluation has not yet been performed. Therefore, a failure analysis is not available and it is not possible to determine the relationship between this device and the cause for this event. A device history record review, product family complaint trend review and product evaluation are in progress; results will be provided in a follow-up medwatch report.